Manufacturer narrative:
Additional information: d11 the report of an overinfusion was confirmed in the pcu event log. ¿ the pcu event log shows syringe module s/n (B)(6) was programmed to infuse a basic infusion at 7:01 pm on (B)(6) 2020 using a 20ml monoject syringe with 19.9854ml detected. ¿ the user entered 2.3ml/hr for the rate and then entered 30 minutes for the duration, which changed the rate to 40ml/hr instead of the intended 2.3ml/hr. ¿ the syringe module was not returned for investigation and was not requested since the event was related to programming and not a product malfunction. ¿ the hmb nursery ¿ neonat profile only has one selection for immune glob (ivig). ¿ immune glob (ivig) was available in the customer dataset in several profiles and offers guardrails protection. The root cause of the reported overinfusion was identified as due to programming. Device history: review of the syringe module s/n (B)(6) service history record showed the device had a manufacture date of 13 july 2010. A review of the device service history record was performed beginning from the date of manufacture to the present date 16 july 2020 and indicated that this device has been previously returned 1 time for service in (B)(6) of 2018 for the syringe split nut two recall. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : no devices received, log review only

Event description:
It was reported that the pump was programmed to deliver intravenous immune globulin (ivig) over two hours. However, the entire dose was delivered in 30 minutes. The medication was initially ordered as a bolus of 2.3ml to be infused over 30 minutes, while the remainder volume of 17.38ml was ordered to infuse over 1.5 hours. The baby required additional monitoring due to potential complications from the medication. It was later noted that there were no complications, no known permanent harm, and the baby was fine. The event occurred in the neonatal intensive care unit. The hospital's biomed department performed preventive maintenance on all involved devices and passed the tests.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient is a neonate. Although requested, patient information was not provided.

Event description:
It was reported that the pump was programmed to deliver intravenous immune globulin (ivig) over two hours. However, the entire dose was delivered in 30 minutes. The medication was initially ordered as a bolus of 2.3ml to be infused over 30 minutes, while the remainder volume of 17.38ml was ordered to infuse over 1.5 hours. The baby required additional monitoring due to potential complications from the medication. It was later noted that there were no complications, no known permanent harm, and the baby was fine. The event occurred in the neonatal intensive care unit. The hospital's biomed department performed preventive maintenance on all involved devices and passed the tests.